Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose and also had no delivery. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and current blood glucose was 600 mg/dl. The customer was treated with manual injection. It was reported that they had no delivery alarm. The customer was advised to reinsert reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reports insulin exits with the manual prime. The customer was advised to replace the set and reservoir as soon as possible. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.